Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac artery. Following stent implantation, a 10.0 x20, 75cm charger balloon catheter was advanced for post-dilatation. However, upon inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was okay.